Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual, functional, and microscope tests revealed there was visible blood inside the balloon region. A guidewire lumen breach was observed when pressurizing the guidewire lumen while capping off the tip of the balloon. The guidewire lumen breach was on the distal marker band distal adhesive. When the balloon freezes, this adhesive can become brittle and with guidewire manipulation lead to cracking. Cause was traced to device design. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications IFU.

Event description:
When device was removed outside the patient after a successful completed treatment for atrial fibrillation (a fib) with the cryo gas cable and balloon catheter, a blood detection error occurred. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
When device was removed outside the patient after a successful completed treatment for atrial fibrillation (a fib) with the cryo gas cable and balloon catheter, a blood detection error occurred. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the device referenced in previous h10/additional MFR narrative. The polarx fit balloon catheter was returned to boston scientific for analysis. Visual, functional, and microscope tests revealed there was visible blood inside the balloon region. A guidewire lumen breach was observed when pressurizing the guidewire lumen while capping off the tip of the balloon. The guidewire lumen breach was on the distal marker band distal adhesive. When the balloon freezes, this adhesive can become brittle and with guidewire manipulation lead to cracking. Cause was traced to device design. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that when the polarx fit device was removed outside the patient after a successful completed treatment for atrial fibrillation (a fib) with the cryo gas cable, a blood detection error occurred. No patient complications occurred. The device is expected to be returned for analysis.